Event description:
It was reported by the customer their insulin was not being delivered. Customer also reported experiencing high blood glucose. The customer's blood glucose was 567 mg/dl. Customer had treated their blood glucose with a manual injection. Troubleshooting found the customer's insulin pump passed all functional testing. The customer's alarm history showed a low reservoir alarm and low battery alarm. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).